Event description:
The customer reported that the system displayed a pre-heat charger fail error message. This event occurred inside a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The surge suppressor, the battery pack, and the battery charger printed circuit board were replaced. The battery charger printed circuit board was calibrated. The system was tested and found to be working as intended and put back into service.